Event description:
A physician reported that a device had disabled due to a burst watchdog timeout. The physician was advised how to reprogram the generator back on and the settings that caused the event to occur. The patient's settings were indicative of a possible burst watchdog timeout warning being set.